Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that he experienced a high blood glucose level of 447 mg/dl. The customer treated his blood glucose level with a bolus. Customer's blood glucose level went up to 588 mg/dl. Troubleshooting was declined. Customer's blood glucose value was 157 mg/dl at the time of the call. The product was not returned for analysis.